Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. They traced the tubing from the patient's body to the pump. No kinks or closed clamps found. Denied any pain, swelling, or leaking at the port site and denied the tubing getting tugged on prior to the alarm. Battery door opened to power off the pump. Patient's tubing clamped and cassette removed. Cassette tubing massaged and cassette tapped gently on a hard surface then reattached. Battery door closed and pump powered back on. Loss of power alarm acknowledged. Patient's tubing unclamped and settings reviewed (continuous rate was 5ml/hour and reservoir volume was 251.9ml) and verified against medication label which reads blincyto 5ml over 96 hours. Infusion started last friday and was due for disconnect tuesday. Pump restarted and display reads running continuous reservoir volume empty in 50 hours and 23 minutes. They remained for reservoir volume to decrease. Downstream occlusion alarm returned with the next pump cycle. They silenced the alarm. Blincyto education was provided, and they were aware that the medication cannot be stopped for more than 4 hours. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.